Event description:
In this event it is reported that vdw silver reciproc stops during treatment. Treatment was completed with additional device. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Evaluation found a battery defect, motor defect. Torque too high.